Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received a shock for atrial fibrillation. Subsequently, a fault code indicating that the shock was delivered into an open circuit, was displayed. Boston scientific technical services (ts) discussed possible connection issue with one of the defibrillator pins or a lead anomaly. Additional information indicated that that there were no lead issues observed and the pins were firmly secured in the header. The ICD was explanted and replaced to upgrade to a biventricular device. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.